Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The device was not returned for evaluation. Attempts to gather additional information have been unsuccessful. (B)(4).

Event description:
A consumer reported an intraocular lens (iol) to be out of place and sliding after cataract surgery. The lens was then replaced with another lens of a different model. The consumer is also on four eye medications for inflammation and has increased intraocular pressure (iop) postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review of file this lens remains implanted in the consumers eye. With current information no explant as been reported.